Event description:
In 2007 after the top cap of the main body delivery system was captured, the physician was walking the grey positioner off the wire leaving the main body flex sheath in the left common iliac artery. He was experiencing moderate difficulty walking the positioner off the wire. The device was making squeaking noises as it was passing through the captor valve. The movement was not smooth and appeared to make jumping moves distally. Event taking short throws on the wire, the device slipped suddenly distally and caused the physician to kink meir wire. They had to cut the wire, at the kink point and remove the entire delivery system including the sheath. They exchanged wires and continued with the procedure sending the tfle-18-54 up the ipsilateral side by itself on the new wire. The captor valve was in the open position (open green line matched with green line on valve when the device was opened from the packaging. The valve) was not manipulated in either direction "open or closed" before the procedure started as it was already in the open position when it was inserted. There were no adverse effects on the patient from this.

Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. Our evaluation indicated that the event was caused by the inserter being too difficult to pass through the captor valve. The appropriate personnel have been notified.